Event description:
Event description guidant received information that during routine followup of this implantable cardioverter defibrillator (ICD) the device was unable to communicate with two programmers and two wands. It is reported by the clinician that the device was recently reprogrammed to 0% atrial storage . The clinician tried "select pg" and the slider bar almost reached complete but then stopped and reported loss of telemetry. It is unknown if patient had previous atrial episodes.